Event description:
It was reported that the patient presented to the clinic for an implant procedure. During the procedure, the right ventricular lead exhibited high pacing impedance. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Section d4 - additional device information: the correct serial number of the lead is (B)(6).

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing, visual examination and x-ray inspection of the lead were normal with anomalies found except for the damage found consistent with procedure damage.